Event description:
Notification was received from clinical affairs indicating a pt received multiple cypher and non-cordis bare metal stents for treatment following a myocardial infarction, a coronary artery dissection, and multiple events of coronary artery restenosis. In early 2005, the pt experienced a myocardial infarction for which (3) cypher stents were implanted. A 3.0x23mm was implanted at the circumflex, a 3.0x13mm at the obtuse marginal, and a 3.5x33mm at the proximal rca. At some time during or after the procedure, the pt experienced a coronary artery tear/dissection at the rca requiring implantation of (4) additional cypher stent in rca (1) 2.5x13mm (2) 2.5x8mm/distal rca (1) 3.0x13mm/distal rca and a 3.0x13mm vision stent/distal rca. On approx four months later: the pt complained of chest pain radiating to left arm and dyspnea. Restenosis was confirmed in one of the stents in the rca and was treated with a 2.5x13mm cypher stent. The pt is unsure of which stent restenosed. On two months later, the pt complained of chest pain. Restenosis was confirmed in the rca and (3) additional cypher stents were implanted; 2.5x28mm, 3.0x33mm and 2.5x8mm. In 2006, the pt complained of chest pain again. Restenosis was confirmed at the rca and the pt received (2) cypher stents, 3.0x28mm and 2.5x13mm and (1) taxus stent 2.5x8mm. In 2007, the chest pain continued and two new lesions at the pda and right pav were treated. At the pda (2) cypher stents (3.5x8mm and 3.5x23mm) were implanted. At the right pav, a 3.5x13mm cypher stent was implanted. In 2008, two vision stents were implanted at unknown lesion (3.0x18mm and 3.0x8mm).

Manufacturer narrative:
Per the initial reporter, the pt was advised that a CABG procedure would pose more thread than having drug-eluting stents implanted. The actual catalog and lot numbers for the implanted devices are unknown to the initial reporter. This is one of eleven products being reported for the same event. Please reference manufacturing reports#: 3003742446-2008-00143, 3003742446-2008-00144, 3003742446-2008-00145, and 3003742446-2008-00146. This report is applicable to three devices with unknown catalog and lot numbers. Any additional info will be submitted within 30 days of receipt.